Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2635 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "the patient underwent PICC catheterization on (B)(6) 2021 due to treatment needs, and the operation went smoothly. From (B)(6) 2021 to (B)(6) 2022, the patient repeatedly came to the hospital for chemotherapy and other infusion treatments. During this period, the patient underwent catheterization on time maintenance, no discomfort. On (B)(6), when I went to the venous catheter clinic for catheter maintenance on time, the static therapy specialist nurse found that the patient's puncture port was leaking during the maintenance. Explained event to the patient and removing the catheter."